Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the needle of rx needle knife xl broke before removal from the patient, making it shorter than 5mm. It was reported that no part of the cutting wire detached and fell into the patient. This happened towards the end of the case. The procedure was completed with the same original device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.